Manufacturer narrative:
On (B)(6) 2018, it was reported that mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor breast implant 275cc of unknown type. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation primary with saline mentor breast implants 275cc of unknown type and experienced deflation on the right breast implant and a partial deflation on the left breast implant. The deflations were confirmed by the healthcare professional on (B)(6) 2017. As a result, the patient had undergone physical removal only without replacement due to infection on the right breast implant on (B)(6) 2018. The patient has since recovered without residual effects after surgery. This medwatch is for the right breast implant.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the date problem observed was (B)(6) 2010. The right breast implant had a foul smelling yellow gel. The left breast implant partial deflation and the right breast implant full deflation and a foul smelling yellow gel were confirmed during the surgery. On 05/07/18, it was reported to mentor that the device evaluation and investigation were completed. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. Product evaluation team discovered a rent measuring approximately 0.3 cm within an area of siltex cracking on the posterior aspect. Also were noticed lines of shell wear on both views of the device, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. Infection is a known complication associated with any surgery. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).